Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 36 mm 4600 mitral ring was explanted after an implant duration of one (1) year due to unknown reason. The explanted ring was replaced with a 31 mm 11400m valve. The implantation data card indicated that the device explant was due to deficiency of the original device. The patient was taken to recovery post procedure.